Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation results. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the root cause could not be identified. However, it is likely that physical or chemical stress was applied to the subject device during user handling, leading to the metal pin breaking off the metal adapter. User may reduce/prevent occurrence of the suggested event by handling the item in accordance with instructions for use (IFU) below. -when using this product, please follow the instruction manual (a4 size, vertical) of the endoscope on which this product is mounted or whose standard set includes this product. Note that some of the products listed in this access information sheet may not be available in some areas. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the water-resistant cap metal pin is broken off on the metal adapter. The issue occurred during an unknown event. There were no reports of patient harm.